Event description:
It was reported that during a hemorrhoidectomy, the staples from the device would not close. Case was completed with a like device with no patient consequence. One device will be returned.